Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that three days post implant, this right ventricular (rv) lead exhibited loss of capture (loc). X-ray confirmed lead dislodgement. Surgical intervention was performed and the lead was successfully reposition. The lead remains in service. The patient is not pacemaker dependent.